Event description:
In this event it was reported that a proultra endo tip separated during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Microscopic evaluation found no manufacturing defects or markings on the instrument. Root cause of breakage cannot be determined. We will continue to monitor the trend.